Manufacturer narrative:
A review of the sample device found the coil was stripped off the guidewire, confirming the customer''s complaint. CAPA c-2020-009 has been initiated to address the issue of guidewire detachment. H3 other text : placeholder.

Manufacturer narrative:
The sample device is indicated as available for evaluation. However, as of the date of this report the device has not yet been returned. A follow-up report will be provided by 4/3/2020.

Event description:
During placement of a drainage catheter, the distal coil of the 0.018¿ guidewire suspected strip off the core.